Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿black image¿ condition is due to ccd component failure within the image sensor assembly, preventing image signal output to the processor should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope's image will not show on tower when plugged in. The issue was found during reprocessing. No harm reported.